Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during an da vinci-assisted surgical procedure, the plastic part broke off at the top of the long bipolar grasper instrument. The procedure was completed. No known patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley grip. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.101¿ x 0.223¿. The broken piece was not returned with the instrument. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley near one of the grips. The conductor wire has an exposed internal wire as a result from the bipolar yaw pulley breakage. There was no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley.